Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer called ts (B)(6) 2025 for follow up to (B)(4). The customer advised they continued to experience underfilled tubes with lots: b240133u and b240333e. B240133u is now expired, customer does not currently use. The customer provided recent photographs and advised the tubes were filled with qs complete+ needle/holder set. Customer advised tubes were held in place in the holder until completely filled. The customer's photographs were reviewed. Ts advised customer the tubes were filled to minimum fill indicator and considered acceptable. Ts provided customer IFU recommendations, coagulation draw volume guide, and product training with gbo product specialist team.

Manufacturer narrative:
Complaint (B)(4): received 1rk 454322/b240333e for evaluation. Received customer pictures. Material/batch 454322/b240133u expired december 2024. We have no further inventory of the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.